Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to loss of capture, low impedances within normal range and oversensing due to a suspected dislodgment. A new rv was successfully implanted. No additionally adverse patient effects were reported.